Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported a distractor was removed and replaced.

Manufacturer narrative:
An investigation was performed in the lab and there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number identified was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The investigation results conclude that the root cause could not be determined, as no device issue was found. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.